Event description:
It was reported that the patient with history of low back pain, l5-s1 degenerative joint disease, and l5 radiculitis bilaterally underwent a procedure for l5-s1 alif with placement of interbody spacers at l5-s1 and rhbmp-2/acs. At 6 months post-op the patient complains of recurrence of back pain after stepping off a curb. At 96 months post op during a follow-up visit the patient was seen with complaints of bilateral lower extremity swelling, and difficulty urinating. The patient has ¿no feeling on lateral surface of left foot; muscle atrophy; numbness tingling left foot¿; diagnosed as radiculopathy. At 111 months post-op the patient was diagnosed with possible neurogenic bladder due to disk disease; erectile dysfunction due to disk disease, it was reported that on (B)(6) 2012, the patient was seen during follow-up for the chief complaint is: patient returned for lab review- diagnosed with- possible neurogenic bladder due to disk disease; erectile dysfunction due to disk disease.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2003: the patient underwent spinal fusion with infuse bone graft due to disc herniation at l5,s1 and suffered following complications: completely lost feeling in left leg, trouble breathing. On (B)(6) 2004: the patient presented with chronic pain. On (B)(6) 2009: the patient presented with radiculopathy and diffuse sensory motor polyneuropathy was observed. On (B)(6) 2012: the patient was diagnosed with bone growth tumors and epidural fibrosis about the exiting left nerve root at l5-s1 was observed. On (B)(6) 2012: the patient experienced erectile dysfunction.